Event description:
It was reported that the water tank was cracked. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: while performing a review of the file it was identified that the reported issue was also documented on mrn 3012307300-2023-06215 and that mrn 3012307300-2023-02046 is a duplicate report. Please disregard any reports associated with mrn 3012307300-2023-02046.

Manufacturer narrative:
One device was received. Visual inspection noted a cracked tank cover, faulty pump, rusted heater, corroded drain fitting, and stripped interlock block. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. The tank cover was cracked confirming the complaint. A root cause was user interface from dropping the device. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Actions taken; replaced the float switch, pump, tank cover, heater, interlock block, and plate clip. Device passed all functional and delivery tests.